Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The physician noted multiple post-paced t-wave oversensing episodes on the device. Technical support recommended reprogramming. The patient is stable.